Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), fatigue ("fatigue,") and tooth disorder ("dental problems"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, back pain, menorrhagia, alopecia, fatigue and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) - result not provided. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Previously reported event "injury" was updated to dysmenorrhea(cramping). Events : pelvic/abdominal, dyspareunia (painful sexual intercourse),back, menorrhagia (heavy menstrual bleeding) , hair loss, fatigue, dental problems were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ("migration of essure device location of device: cornua of uterus"). And pelvic pain ("pelvic pain"). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced, device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (dysmennorhea("cramping")), abdominal pain ("abdominal pain"), dyspareunia (dyspareunia ("painful sexual intercourse")), back pain ("back pain"), menorrhagia (menorrhagia ("heavy menstrual bleeding")), alopecia ("hair loss"), fatigue ("fatigue"), tooth disorder ("dental problems"), mood swings ("hormonal changes, describe: mood swings"), vaginal haemorrhage (abnormal bleeding ("vaginal, menorrhagia")), abdominal pain, upper ("stomach pain"), fungal infection (infection ("bladder/ urinary yeast infection")), migraine ("migraines / headaches"), nausea ("nausea"), insomnia ("neurological conditions or problems, type: insomnia"), depression ("psychological or psychiatric problems, condition: depression"), anxiety ("psychological or psychiatric, problems:anxiety") and vaginal discharge ("vaginal discharge"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, dyspareunia, back pain and abdominal pain upper outcome was unknown. And the abdominal pain, menorrhagia, alopecia, fatigue, tooth disorder, mood swings, vaginal haemorrhage, fungal infection, migraine, nausea, insomnia, depression, anxiety, vaginal discharge and weight increased was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fungal infection, insomnia, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2011, essure confirmation test (unspecified), result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet received: events: mood swings, vaginal bleeding, stomach pain, yeast infection, migraine, migration of essure device, insomnia, nausea, depression, anxiety were added. Reporter & patient information updated. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: cornua of uterus') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea(cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), fatigue ("fatigue,"), tooth disorder ("dental problems"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain upper ("stomach pain"), fungal infection ("infection (bladder/ urinaryyeast infection"), migraine ("migraines / headaches"), nausea ("nausea"), insomnia ("neurological conditions or problems type: insomnia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems:anxiety") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, dysmenorrhoea, dyspareunia, back pain and abdominal pain upper outcome was unknown and the abdominal pain, menorrhagia, alopecia, fatigue, tooth disorder, mood swings, vaginal haemorrhage, fungal infection, migraine, nausea, insomnia, depression, anxiety, vaginal discharge and weight increased was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fungal infection, insomnia, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) - result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.